Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-62048 under the sensor.

Event description:
Customer reported he was experiencing a low event and the sensor was reading 130 mg/dl and blood glucose was 18 mg/dl. Paramedics arrived due to low. Customer stated the device had also alarmed calibration error during the time of the event. Customer stated he calibrated the sensor after the paramedics finished and system started trending correctly. Customer was not sure what caused the low. By the time paramedics arrived customer's blood glucose was between 35 and 40 mg/dl. Customer was able to drink juice so paramedics only monitored and then left. No further information reported.